Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the video slice (vsl) involved with this complaint and completed investigation. Failure analysis investigation reproduced the reported failure. The part was installed into the system and it failed with error 307. Troubleshooting found this problem was caused by (B)(6). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an error at startup. The customer was asked to check the power on all devices and the connection to the system. The surgeon made the decision to convert to an open surgery. There was no report of patient harm, adverse outcome or injury. On february 14, 2017, intuitive surgical, inc. (Isi) received the following additional information: the system was inspected prior to use. The error occurred during system docking. The surgical ports had been placed. The patient was administered anesthesia, however, no additional anesthesia was given. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the video slice (vsl) to resolve the issue.